Manufacturer narrative:
Stryker evaluated the customers device and was able to verify the reported issue. Stryker determine the cause was due to a depleted battery. Further analysis of the device log shows that the battery became depleted due to excessive lid switch opens, which will cause excessive current flow in standby mode, reducing the life of the battery. A further root cause could not be established. Stryker archived the device and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.